Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "guidewire uncoiled in the patient." No patient harm reported. There was a delay in therapy to repeat the procedure a second time. The patient's condition is reported as "in ICU, sick prior to the guidewire incident".

Event description:
It was reported "guidewire uncoiled in the patient." No patient harm reported. There was a delay in therapy to repeat the procedure a second time. The patient's condition is reported as "in ICU, sick prior to the guidewire incident".

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and lidstock for evaluation. The guide wire was unraveled. The components showed no evidence of use. Visual examination revealed the guide wire is unraveled from the distal weld and is kinked/distorted in several locations along the body. The core wire distal j-bend was deformed. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the distal weld. The exposed distal core wire tip is tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. The major kink in the guide wire body was measured at 95 mm from the proximal tip. The major bends in the guide wire body were measured at 324 and 374mm from the proximal tip. The broken core wire measured 601 mm in length which is within the specification of 596-604 mm per guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outside diameter of the guide wire measured 0.79 mm which is within the od specification of 0.788-0.826 mm per guide wire product drawing. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the distal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.